Event description:
It is reported that the patient received an implant in (B)(6) 1988 and has been revised due to pain and tibial cysts.

Manufacturer narrative:
This report will be amended when our investigation is complete.